Manufacturer narrative:
Date received by manufacturer was clarified to be 09/28/2015. A specific root cause could not be identified. Based on the available data, an instrument issue can be excluded. A general reagent issue can be excluded because calibration and quality control results were acceptable. A possible root cause may be related to a pre-analytic issue (sample not handled correctly or bubbles on the surface of the sample) but this could not be confirmed as additional information was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for albumin bcp (albp). The erroneous results were reported outside of the laboratory. The initial albp result was <3 (unit of measure not provided). This result was reported outside of the laboratory where the doctor in the transfusion department questioned the result. The patient is a healthy blood donor. The sample was repeated on (B)(6) 2015 and the result was 38 (unit of measure not provided). No adverse event occurred. The albp reagent lot number was 609136. The expiration date was not provided. Calibration results were acceptable. Based on the available data, a general reagent issue is unlikely. Based on a review of the alarm trace, a sample probe issue cannot be excluded.

Manufacturer narrative:
The most likely root cause of the erroneous result is related to a pre- analytics. During a review of the alarm trace, an "abnormal aspiration" alarm was identified which supports this.